Event description:
It was reported that there was an alert due to the right ventricular (rv) lead having low and varying pacing impedance, noise, and oversensing. Performance data revealed that there were elevated superior vena cava (svc) impedance measurements over 200 ohms. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).